Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation, and investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
If a complaint investigation report is required, please provide the recipient¿s address: - when did the incident occur?: after use needle stick injury: yes a needle was lying on the ground, and when a child tried to pick it up, I tried to push the child¿s hand away, but the needle ended up piercing my fingernail. It went all the way through the nail. Other treatment: yes hiv, hbv, hcv test results: negative was this off-label use (e.g., use on non-humans)?: unknown is the returned item used?:- if used, what is attached to it?:- number of items returned: - details of the incident (chronology, circumstances, etc.): a needle was lying on the street. When my child tried to pick it up, I swatted their hand away, and the needle pierced my fingernail, resulting in a needle stick injury. I underwent hbv, hcv, and hiv testing, and the initial results were negative. I reportedly turned the needle in to a pharmacy near where it was found.